Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the finish user interface software with english software. The system was tested and operates.

Event description:
The customer reported that the finish translation on the 9900 system was not understandable. No pt injury was reported.